Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up did not yield any additional relevant information regarding this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary analysis revealed outer insulation abrasion (breached); full lead was returned for analysis. The manufacturer's analyst noted that the white substance was most likely calcium on a ring electrode. Further testing revealed proximal conductor distorted, inner insulation breached, outer insulation breached environmental stress cracking, outer insulation breached cut, white substance noted, and blood was noted on proximal conductor (not obstructed) and helix mechanism (sleeve head).